Event description:
They fell apart- tampon [device breakage] case narrative: consumer reported via e-mail that the tampons fell apart. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.